Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Event description updated to include event description as it was unknown at the time of the complaint submission. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Please provide clarification of, ¿additional hands used to try to completely compress handles.¿ when additional hands were brought in, was the firing trigger released and then attempted to fire again? Or, did the firing trigger remain squeezed? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What is the current status of the patient?

Event description:
It was reported that event was initially unknown. It was later reported that during an ultra-low anterior resection procedure, the gun was inserted and anvil located correctly, safety released, handle squeezed, no feedback felt, additional hands used to try to completely compress handles, still no 'crunch' sound or feel that the gun had fired. Had no option other than to release handles and then undo before removing gun. As this was laparoscopic, we could see that staples had gone into the tissues, and the blade had cut, but we could see the gun being withdrawn through the spaces (not fully compressed staples). An anastomosis seemed to have resulted; however, the staples had not completely folded as there were gaps/ spaces seen (flexible sigmoidoscopy). It was felt at the time that leaving it to chance to heal satisfactorily was wrong, so we converted to carry out an apr. The patient had been prepared for this as we were extremely low for a join anyway.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58x73. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The marks noted on the washer and knife is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Please provide clarification of, ¿additional hands used to try to completely compress handles.¿ when additional hands were brought in, was the firing trigger released and then attempted to fire again? Or, did the firing trigger remain squeezed? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What is the current status of the patient? Response: no further information available.